Event description:
A physician reported pt was implanted with perigee on 2008. She has developed severe pain, dyspareunia ever since. In 2010, the mesh was removed and revised the mesh which in the physician's opinion, resulted in pelvic floor muscle spasm. No further info was obtained.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Event reported anonymously by the physician through medwatch. The physician stated that he re-operated on the pt to remove and revise the mesh, repair which in his opinion, resulted in pelvic floor muscle spasm. The mesh was not returned to ams for analysis. Device malfunction was not reported.